Manufacturer narrative:
Insulin pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, cracked and bleeding lcd glass, and minor scratches on display window noted. Unable to confirm broken belt clip or holster due to insulin pump received without belt clip and holster. (B)(4).

Event description:
Customer's mother reported via phone call that the device was thrown onto the road was smashed. Customer's blood glucose was 168 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.